Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This [supplemental] MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was attempting to treat a totally occluded left sfa. Right femoral access was difficult due to iliac stents on the left. The physician used a left pedal access approach to deliver the wire retrograde and to snare through sheath on the right femoral side. After multiple attempts and sheath changes, the physician used a 6fr x 45cm sheath on the right common femoral. The pta balloon was inserted but could not reach the area of treatment. The physician next attempted to use the rapidcross which traversed further. The physician had to pull the sheath back to a point which caused it point into the aorta. While manipulating the rapidcross balloon, the distal portion of the balloon catheter broke off in the patient's left sfa. The physician assessed the patient's condition as stable and elected to end the procedure. The physician stated that the patient will be scheduled for a procedure to attempt removal of the rapidcross balloon.